Event description:
Same case as MFR #: 2134265-2010-01868 it was reported that during a percutaneous coronary intervention (pci) procedure, a vessel dissection occurred. The concentric shaped, de novo lesion was located in the non tortuous and moderately calcified proximal to mid left anterior descending artery (lad). After engaging the catheter and guide wire in the mid lad, the physician attempted to dilate the lesion with a 2.5x13mm non-bsc balloon but was unsuccessful. The physician then advanced a 2.0x10mm flextome balloon to the lesion but was unable to cross. The physician then attempted to ablate the lesion in the proximal lad with a rotablator 1.5mm bur, but the stall light came on. The physician exchanged the bur for another 1.5mm bur and when he stepped on the foot pedal he could hear a wind sound out of the rotablator advancer. He exchanged the advancer and then successfully completed the ablation. The physician then predilated the lesion with a 2.5x13mm non-bsc balloon. After the dilation was completed, the physician observed on angiogram that there was a dissection flap mid lad. The physician deployed a 2.5x32mm and 3.0x32mm taxus stent from the mid lad to the lad ostium. Final angiograms revealed no residual stenosis and flow was timi iii. There were no patient complications. Patient status is reported as ¿stable¿.

Manufacturer narrative:
(B) (6). (B) (4).

Event description:
Same case as MFR #: 2134265-2010-01868. It was reported that during a percutaneous coronary intervention (pci) procedure a vessel dissection occurred. The concentric shaped, de novo lesion was located in the non tortuous and moderately calcified proximal to mid left anterior descending artery (lad). After engaging the catheter and guide wire in the mid lad the physician attempted to dilate the lesion with a 2.5x13mm non-bsc balloon but was unsuccessful. The physician then advanced a 2.0x10mm flextome balloon to the lesion but was unable to cross. The physician then attempted to ablate the lesion in the proximal lad with a rotablator 1.5mm burr but the stall light came on. The physician exchanged the burr for another 1.5mm burr and when he stepped on the foot pedal he could hear a wind sound out of the rotablator advancer. He exchanged the advancer and then successfully completed the ablation. The physician then predilated the lesion with a 2.5x13mm non-bsc balloon. After the dilation was completed the physician observed on angiogram that there was a dissection flap mid lad. The physician deployed a 2.5x32mm and 3.0x32mm taxus stent from the mid lad to the lad ostium. Final angiograms revealed no residual stenosis and flow was timi iii. There were no patient complications. Patient status is reported as 'stable'.

Manufacturer narrative:
Device evaluation: a visual examination of the complaint advancer unit was carried out. The advancer was attached to the returned complaint catheter and tug and connect/disconnect tests were performed to examine the integrity of the connection. No issues were observed with the unit¿s handshake connector. The rotablator advancer and complaint catheter were wire guided using a test guide wire. No issues were observed during the wire guiding of the devices. The advancer was wet tested and the unit did not reach any speed. The handshake of the advancer was seized and would not rotate. The advancer unit was dismantled and a melted ultem was evident. A melted ultem is due to the interruption of saline or insufficient flow of saline during the preparation of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be user error. Per the dfu, 'never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer.' (B)(4).